Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. The t:slim x2 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received after the customer refilled their cartridge. The customer's blood glucose (bg) level was 159mg/dl. Air bubbles were observed in the infusion set tubing. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect their cannula and stated they would reconnect their infusion set tubing to their site and resumed insulin deliveries. Reportedly, the customer uses u-500 insulin in their cartridges. Tandem technical support informed the customer u-500 insulin is contraindicated to use with the pump. During a follow-up, the customer reported that no additional occlusion alarms were received and declined an additional follow-up call.